Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/pain/ inflammation/infection at the insertion site is a known anticipated adverse event. The sensor was removed from the patient's arm to alleviate the symptoms. Antibiotics was prescribed to heal the inflammation.

Event description:
Senseonics was made aware of an incident where patient experienced inflammation at insertion site for which sensor was removed from the arm. User had stopped using eversense as the removal site was still healing at the time.